Event description:
The surgeon reported that a patient presented with a fiber in the od at the 1 day post-op exam. The patient required a second procedure to remove the fiber the following day.

Manufacturer narrative:
The customer's complaint history was reviewed. This is the second report for this issue for this facility. The custom pak lot was not provided, DHR review not conducted. The customer returned two (2) glass slides that contained particulates. The slides were microscopically examined. The examination determined that due to the presence of so many fibers, determining the particle in question was not possible. The root cause of the customer's complaint is not known; the material could not be identified. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4)